Event description:
(B)(4). Initial and add'l info was received from a physician assistant on (B)(6) 2008: a female pt was injected with poly-l-lactic acid (sculptra) on (B)(6) 2007. The physician assistant (pa) reported "palpable lump" on the cheeks post injections, which improved with massage. On exam on (B)(6) 2007, the lumps seemed to be improving. The pa saw the pt on day of the call, (B)(6) 2008; on exam, the pt now has palpable and visible "lumps" at every injection site; (the pa clarified on further discussion with medical info that there were no lumps in areas not injected with poly-l-lactic acid; (lumps in areas not injected were reported on initial call). The lumps seen on (B)(6) 2008 are particularly noticeable in the lower nasolabial folds. Poly-l-lactic acid injection (lot # not available) on (B)(6) 2007 was reconstituted with 5 cc sterile water for injection (swfi) +1 cc lidocaine and the second injection, on (B)(6) 2007, was reconstituted with 6 cc swfi + 1 cc lidocaine. No biopsy or culture was performed. Concomitant medication and medical history not provided during this call. No further medical info provided.

Manufacturer narrative:
Add'l lot #: a6011. Add'l exp date: 2/2008. Add'l implant date: (B)(6) 2007. Add'l info was received by (B)(4) from the physician's assistant on (B)(6) 2008, (B)(4) contacted the reporter: the pt, a (B)(6) female, was treated with unspecified amounts poly-l-lactic acid (sculptra) on (B)(6) 2007 (lot not available) and on (B)(6) 2007 (lot#a6011, exp 2/2008) in her cheeks and nasolabial folds for cosmetic rejuvenation. She has had lumps since the injections were given but have gotten worse over the past four months. On (B)(6) 2008, the pt was given a prednisone dose pack. The reporter does not think that the lumps are related to an infectious process as every injection site is affected. The pt is to call back the pa for f/u. The pt had received no poly-l-lactic acid or botulinum toxin type a (botox) or other similar treatments in the past. Concomitant medication included a multivitamin and calcium. Medical history included a tonsillectomy and adenoidectomy long ago and four cesarean sections. Allergies were reported as follows: oxycodone + acetaminophen (tylox) and trimethobenzamide hydrochloride (tigan) cause a rash. No further medical info was provided for this pt. Add'l info for sculptra (lot # and exp date -not provided) from (B)(4): because no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Brr without hint to root cause. No faults, defects, or damages detectable. Conclusion: no faults detectable.